Manufacturer narrative:
The insulin pump had cracked battery tube threads, reservoir tube lip completely broken off, missing reservoir tube o-ring and minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the reservoir compartment had crack. The customer's blood glucose was unknown at the time of incident. The insulin pump will be replaced and will be returned for analysis.